Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the inner sheath, for 26 fr. Outer sheath exhibited a broken ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
Correction to e1 of the initial report. See e1 (establishment name) for more details. Correction to h6 "health effect - impact code" of the initial report, "2199 - no health consequences or impact" is being corrected to "2645 - no patient involvement". This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction was assumed to be thermally and mechanically induced. It is unknown if there was prior damage or wear to the insulating insert. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.